Event description:
Consumer reported complaint for lo blood glucose test results. The customer called concerned with test results from results obtained of lo. Customer tried testing on herself and on her niece to see if it would give a different reading, but it still gave lo. Customer stated for the past days meter has been only giving lo when she tests. Customer stated she does not use it often. The customer stated her expected am fasting blood glucose test result range is 87-100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/30/2026 and per the customer the open vial date is 2 months ago. The meter memory was reviewed for previous test result history: result 1: lo, date: on (B)(6), time: 21:32 fasting pm, result 2: lo, date: on (B)(6), time: 21:30 (tested on niece) fasting pm, result 3: lo, date: on (B)(6), time: 19:20 fasting pm, result 4: lo, date: on (B)(6), time: 17:19 fasting pm, result 5: lo, date: on (B)(6), time: 21:24 fasting pm.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note 1: this complaint event took place outside of the united states (mexico). Note 2: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.